Event description:
It was reported that the wake button was not working, which prevented turning pump on or off. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.